Event description:
The customer reported the system displayed a generator error message thereby failing to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service. See scanned page.